Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 8.0 inr. The result within 10-15 minutes from a laboratory using dade innovin reagent was 5.9 inr. There was no allegation of an adverse event. The therapeutic range was requested but was not known. The suspect meter and strips will not be returned for investigation. Relevant retention test strips (lot 176192-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.